Event description:
It was reported that during use of this insufflator in a laparoscopic cholecystectomy, the pressure would not regulate and as a result, the abdomen would not adequately inflate. A decrease in visualization of the operative site was reported, which caused an increase in surgery time and the surgeon was unable to place a drain. The surgery was completed with this device and there was no report of injury, further surgical intervention or extended hospitalization related to this event.

Manufacturer narrative:
The user facility reported that the surgeon completed the procedure with this unit despite the availability of a back up unit. Investigation findings: the insufflator was received for evaluation and the reported problem was confirmed. During testing of this device the pressure would not reach 15mmhg related to failure of the check valve. The instruction manual for this insufflator informs the user that due to retrofitting of this device with an internal check-valve the flow capacity may be reduced under certain circumstances. A functional test is provided that informs the user: select intra-abdominal pressure at 15mmhg. Close the patient tube connection. Press the start/stop button. The start/stop-led will light up. After a short interval, the actual pressure should reach at least 15mmhg. In addition, conmed linvatec repair records show no history of service for this unit . The customer will be provided with education regarding the use of this device.